Event description:
The report stated that during a 7 minute radio frequency liver ablation at 130w for a tumor on s8 (4.2 x 4.2cm), the tissue popped and bleeding occurred from right hepatic artery. Originally, platelet level of the patient was low (35000), so a platelet transfusion had been given before the ablation. After the bleeding occurred, the blood pressure dropped, so the patient received a platelet transfusion again and the ablation was continued to stop the bleeding. Upon completion, it was confirmed by looking on the monitor that there was no more bleeding. The patient is currently in ICU but recovering well.

Manufacturer narrative:
The site has indicated that the electrode will not be returned for evaluation. The IFU warning states: "the use of cool-tip rf electrodes involves needle insertion into tissue entails some risk of hemorrhage."